Manufacturer narrative:
The CPAP device was discarded by the end user and is not available for evaluation. The manufacturer is unable to confirm a device malfunction occurred. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. This device meets ul and iec requirements for flammability. There was no patient harm or injury. No further action is necessary.

Event description:
It was alleged that a continuous positive airway pressure (CPAP) device experienced a thermal event. There was no harm or injury reported.